Event description:
It was reported that during a prostate procedure, a significant amount of bleeding and tissue contact was observed due to poor visualization. At 47,387 joules of use the physician noticed that the fiber had an aiming beam coming out of the distal tip of the fiber and not the usual side firing aperture. The fiber was exchanged. The second fiber was used until approximately 100,000 joules, the vision was so distorted due to the size and vessel within the prostate that the physician decided to complete the case with an alternate procedure (open prostatectomy). The procedure was successfully completed with "no adverse outcome" reported. This report is for the first fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the fiber exhibits melting of the uv glue zone at the attachment of the glass cap to the fiber. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.